Event description:
Customer reported multiple motor error alarms on his insulin pump. Customer's blood glucose is 300 mg/dl. He treated with manual injection. He has disconnected, rewound, and reprimed the device, but the issue persists. The alarms occurred during bolus, and once during seating. The device was not exposed to a strong magnetic field. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Device passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Device was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. Motor passed motor test. Device had a scratched display window, cracked case at display window corner (all corners) and cracked reservoir tube lip.